Manufacturer narrative:
Additional medical device reports associated with this event include: 3025141-2013-00040, 3025141-2013-00041, 3025141-2013-00042, 3025141-2013-00043, 3025141-2013-00044, 3025141-2013-00045.

Event description:
The screws broke post-operatively.